Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 168mg/dl am fasting. The customer¿s expected am fasting blood glucose test result range is 89-110mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 06/14/2023 and open vial date is two weeks ago. The meter memory was reviewed for previous test result history (date/time not set; customer was able to see only one number in the memory, she stated that numbers are changing really fast and she wont be able to provide the last 5 readings): result 1 : 238mg/dl date: 01/15 time:12:01pm fasting (2:38pm). Customer provided the result of concern 168mg/dl 05/18/2022 am from her notes.

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation - customer returned incorrect test strips. Meter was returned - product evaluation in-process. Note: manufacturer contacted customer in a follow-up call on 02-jun-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Manufacturer narrative:
Sections with additional information as of 22-jul-2022: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter was returned for evaluation. Product testing was performed and no defect found. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-062: user had poor technique.